Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The detached surecuff was returned with its heat sleeve/surecuff distal to the manufactured assembled fixed position on the catheter. At this time the mechanism of damage is undetermined. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while removing the catheter, the cuff detached from the catheter.